Event description:
Spontaneous. Pt reports they have received some defective needles and are now running short. Patient has medication but only 2 needles left. No other specifics regarding defective needles provided. Unknown if patient missed a dose; no adverse events reported; unknown if device available for return. Unknown product lot number. No further information. Reported to (B)(6) by pt/caregiver.